Event description:
On (B)(6) 2025 customer contacted acorn stairlifts, inc to request service visit because the stairlift was not working. Customer claimed that she fell walking down the stairs the previous evening on (B)(6) 2025. Due to the fall customer is in the hospital with a cracked rib and a hairline fracture of the sternum.